Event description:
Material# 381423 batch# 4091426. It was reported by customer that the material is different, and the catheter doesn't advance as it used to. We¿ve found more bends in the catheter themselves when we remove them. Said that the catheter frayed when they were inserting it into the vein. Verbatim: reported the material is different and the catheter doesn't advance as it used to. We¿ve found more bends in the catheter themselves when we remove them. Said that the catheter frayed when they were inserting it into the vein.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4091426. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.